Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic personnel evaluated the logs from the imaging system but unable determine the probable cause. Representative reported that this was an isolated issue. System functioning normally. No parts were replaced. No parts have been received by manufacturer or evaluation.

Event description:
A medtronic representative reported that the mobile view station (mvs) was not connecting image acquisition system (ias). Rebooting the system resolved the issue. When the umbilical cable was unplugged and plugged in, an "connected not ready" error message was displayed and would not go away. Rebooting the system again with the umbilical cable connected resolved the issue. The representative was unable to replicate the issue again. There was no patient present at the time of the issue.